Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found broken roll cable inside the housing, which caused the roll motion to be non-functional. Failure analysis investigation also found the following damages, which were not reported: the distal end of the main tube had various scratch marks with light material removal. The scratches were .086 - .210 in length and not aligned with the tube axis. The instrument also exhibited cleaning related damages, including dislodged roll gear cables and pitting on clamping pulleys. Both of the roll cable crimps were not seated properly at the pockets on the roll pulley located behind the main tube. The pulley and all four cable crimps did not exhibit damage. The width of the crimps was out of specification. Instrument roll cables were rerouted on the roll clamping gear and roll pulley but failure was not replicated. The entire clamping pulley exhibited pitting on top surface and pulley groves exhibited white material which could potentially cause the cables to break or derail. Failure analysis concluded that the damages were likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tenaculum forceps instrument did not rotate well. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.